Event description:
It was reported that during the procedure in the right internal/common carotid artery, after pre-dilatation, an attempt was made to deploy the rx acculink stent; however, the stent only partially expanded. After approx 5-6 mins of manipulating the handle, the stent fully deployed at the intended location. There was no adverse pt effect. During post dilatation using a viatrac dilatation catheter, the pt became hypotensive. Neosynephrine was administered and the pt was placed on a dopamine drip. Hypotension resolved shortly after completion of the procedure, normal medications were resumed, and the pt was discharged the following day without complications. Though requested, additional info was not provided.

Manufacturer narrative:
(B)(4). Eval summary: eval of the returned self expanding stent sys (ses) was found to have blood in the entire length of the ses and on the handle, consistent with the reported pt involvement. There was no saline visible. The distal outer sheath was not retracted and the slider was in the distal portion of the handle, suggesting that the slider was slid back distal and the stent holder was re-sheathed post deployment. The handle was in an unlocked position, consistent with the reported use. There was wrinkle in the distal outer sheath 5.1 cm proximal to the distal end of the distal outer sheath, for a length of .5 mm. There was no other damage noted to the ses. The slider was retracted from the distal position to the proximal position and the distal sheath retracted with no anomalies noted. Factors that may contribute to difficulty deploying the stent include, but are not limited to, pt anatomical morphology, pt disease state, device placement technique, and accessory device support. In this case, the wrinkle noted in the distal outer sheath may have contributed to the difficulty; however, this could not be confirmed. The wrinkling may be a result of handling or during advancement against resistance. To ensure this difficulty is not mfg related; all self expanding stent systems are inspected during the final inspection to ensure the product structure and integrity. In addition, samples from each lot are visually, dimensionally and functionally inspected. Hypotension is listed in the product instruction for use (IFU) as known potential adverse event. Although a conclusive cause for the reported pt effect and the relationship of the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. In this case, the hypotension was treated with medications and the pt was discharged the following day without complications. A review of the product mfg records did not reveal any non-conforming material records associated with this report. Overall, a conclusive cause for the reported difficulty deploying could not be determined; however, there is no indication to suggest a product deficiency.